Event description:
Based on the report, received at neomedical on (B)(6) 2009, on possibly (B)(6) 2009, the catheter burst below the hub. The pt is ok and, the used catheter/sample may have been discarded. (B)(4).

Manufacturer narrative:
Care is required when using the catheter. An investigation is needed to clarify the insertion and burst / leak circumstances. The product IFU gives clear directions concerning catheter insertion and care. The product sample may have been discarded. There was no serious pt injury reported. Additional information has been required from the rptr.